Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-00997.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using pod4 coils. During the procedure, the physician advanced a px slim delivery microcatheter (px slim) towards the distal portion of the ima using other manufacturers' guiding sheath and catheter. While advancing a pod4 coil through the px slim, the physician experienced resistance after almost half of the coil was advanced through the px slim. Therefore, the pod4 coil was retracted back into its introducer sheath. The physician then made another attempt to advance the same pod4 coil through the px slim; however, the coil would not advance at all so the physician began retracting the coil. As the physician pulled on the pod4 coil pusher assembly with force, the pod4 coil unintentionally detached. The detached pod4 coil was removed from the px slim and a new pod4 coil was opened to continue the procedure. After the new pod4 coil was advanced completely into the px slim, resistance was encountered and subsequently, the coil was unable to advance any further. The physician then removed the introducer sheath from the px slim and attempted to push the pod4 coil pusher assembly but the pod4 coil was unable to advance any further and was removed. The procedure was completed using a penumbra coil 400 and the same px slim. It should be noted that a rotating hemostasis valve (rhv) was used throughout the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock on the proximal end of the first pod4 pusher assembly was intact. The pusher assembly was kinked in multiple locations along its pusher assembly. The coil was detached from the pusher assembly, and the distal tip of the pull wire was out of the capture feature and was protruding out of the distal detachment tip (ddt). The stretch resistant (sr) wire of the coil was intact, and some of the coil windings were offset. The pet lock on the proximal end of the second pod4 pusher assembly was intact. The pusher assembly was kinked in multiple locations along its pusher assembly. The coil was detached from the pusher assembly, and the distal tip of the pull wire was out of the capture feature and was protruding out of the distal detachment tip (ddt). The stretch resistant (sr) wire of the coil was intact, the embolization coil was compressed on the proximal end, and some of the coil windings were offset. The pod4 embolization coils were flushed out of their introducer sheaths by the penumbra investigator. The outer diameters (ods) of the embolization coils were measured to be within specification. The inner diameters (ids) of the introducer sheaths were measured to be within specification. Conclusion: evaluation of the returned devices revealed that both pod4 embolization coils were detached from their pusher assemblies, and their respective pull wires were out of their capture features and protruding out of their ddts. This damage likely occurred due to forceful retraction of the pod4s against resistance. If excessive force is used during withdrawal of the pod4, it is likely that the polymer portion of the pusher assembly will elongate, effectively extending the ddt distal to the reach of the pull wire distal end. This will allow the proximal constraint sphere of the embolization coil to become detached from the pusher assembly, and may cause the pull wire to come out of its capture feature and extend out of the ddt. Further evaluation revealed that the coil windings of both embolization coils were offset. This type of damage typically occurs if the pod4 is forcefully advanced against resistance. The offset coil windings may cause the embolization coil to buckle, and may have contributed to the resistance experienced when advancing or withdrawing the pod4s. The px slim mentioned in the complaint was not returned for evaluation and, therefore, the root cause of the initial resistance experienced could not be determined. All penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.